Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed a device evaluation. Failure analysis (fa) investigations did not confirm the customer reported complaint of "instrument broke." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electrical continuity and energy delivery tests were performed and passed. The instrument was fully functional. Additional findings not reported by the site were that the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The root cause of this issue is component failure. The instrument was also found to have damage of the conductor wire¿s insulation. No thermal damage was observed. The root cause of this issue is also component failure. The customer reported that it was unknown if a fragment fell inside the patient and requested that isi's fa identify if any part of the instrument was missing. Fa confirmed that there was no material or fragment missing from the instrument. No images or videos were shared for the event. A review of the instrument log for the force bipolar forceps instrument (470405-06/n11200824 0066) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020. This complaint is being reported based on the following conclusion: damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument broke while grasping mesh. A new instrument was obtained and the surgery was completed. Patient remained under anesthesia while an x-ray was taken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that their sterile department inspects the instruments and once they are placed on the surgical tray that indicates that the instruments are up to standard for use. They do not inspect them again. Customer reported that the instrument broke in some form near the tip of the instrument but they do not know if anything was missing or if a fragment fell inside the patient. The surgeon was using the force bipolar forceps to remove mesh from a previous surgery when the instrument broke. The customer took out the instrument without issue and was able to continue the procedure using a spare instrument. The surgeon took an x-ray of the patient and the results were inconclusive and they do not know if a fragment had fallen inside the patient. The procedure delay was due to the time it took to take the x-ray and get the results. There was no report of instrument arcing. The procedure was completed with no report of patient injury. The customer requested that isi's failure analysis determine if any part of the instrument was missing. Information regarding patient demographics, relevant testing, and medical history was requested however the nurse was only able to report that the patient was a (B)(6) male.